Event description:
The distributor contacted animas on (B)(6) 2012, alleging the pump's keypad was peeling/torn/worn. No further information was available. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad damage remained unresolved and the pump was replaced.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button cover and plug were found to be detached from the pump, exposing the internal contact. A damaged audio bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damage is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all of the keypad buttons were found to be responsive and were functional with normal spring back and click. No evidence of contamination was found under the keypad button contacts.